Manufacturer narrative:
Evaluation summary: the reported components are compatible per the nexgen knee profiler. Neither operative notes nor x-rays are available at this time. Based on the available information, an exact cause for the reported condition cannot be determined. There are no indications, however, of any product contribution. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the patient has a knock/clunk sound in knee.